Event description:
Customer reported a motor error alarm. Blood glucose level at the time of the call was not provided. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed motor error during rewind due to corroded motor home switch. The device was received with cracked case at the display window corner, broken reservoir tube lip, minor scratched lcd window and broken battery tube threads.